Manufacturer narrative:
It was reported that the patient suffered a fall and has patella instability and requires a emr realignment. The surgeon plans to exchange the poly inserts while the knee is open. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient suffered a fall and has patella instability and requires a emr realignment. The surgeon plans to exchange the poly inserts while the knee is open.